Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overestimated the carbohydrate intake and delivered insulin accordingly. The customer experienced a low blood glucose level of 48 mg/dl on the dexcom device; however, the blood glucose meter displayed 80 mg/dl. Reportedly, the customer ate glucose tablets.